Event description:
The complainant reported that a therapeutic enteryx procedure was performed on a pt in 2005. A total of 10 injections were done with a total of 6.6 cc's injected intramuscularly, of this, 0.2 cc's were submucosal and 1.0 cc's were transmural. The same day the pt reported chest pain of severe intensity and pneumothorax. The chest pain was treated with vicodan and tylenol/advil. The pneumothorax and fever were treated with augmentin. The pneumothorax was reported to be resolved four days later, and the fever was reported to be received the next day. It was subsequently reported that the pt experienced intermittent chest pain of moderate intensity beginning five days later.